Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s).") And pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("bad migraines"), asthenia ("little or no energy"), back pain ("lower back pain"), abdominal pain upper ("sharp pains in her stomach that is unbearable"), abnormal weight gain ("unexplained excessive weight gain/ weight gain"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy) and surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, asthenia, back pain, abdominal pain upper, abnormal weight gain, dyspareunia, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, asthenia and back pain with essure. The reporter considered abnormal weight gain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-aug-2010: successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s).") And pelvic pain ("severe pelvic pain") in a 44-year-old female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, nausea, vomiting, body mass index normal, hyperlipidemia, vitamin d deficiency, reactive depression and gerd. Concomitant products included nsaids and paracetamol (acetaminophen). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("bad migraines"), asthenia ("little or no energy"), back pain ("lower back pain"), abdominal pain upper ("sharp pains in her stomach that is unbearable"), abnormal weight gain ("unexplained excessive weight gain/ weight gain"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with omeprazole, sertraline hydrochloride (zoloft), vitamin d nos (vitamin d) and surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, migraine, asthenia, back pain, abdominal pain upper, abnormal weight gain, dyspareunia, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for abdominal pain upper, asthenia and back pain with essure. The reporter considered abnormal weight gain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2010: results: successfully occluded; on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet - outcome of pelvic pain updated to recovering / resolving. Medical history, treatment and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s).") And pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("bad migraines"), asthenia ("little or no energy"), back pain ("lower back pain"), abdominal pain upper ("sharp pains in her stomach that is unbearable"), abnormal weight gain ("unexplained excessive weight gain/ weight gain"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, asthenia, back pain, abdominal pain upper, abnormal weight gain, dyspareunia, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, asthenia and back pain with essure. The reporter considered abnormal weight gain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, fallopian tube perforation, reporter, product lot number, patient demographic information, concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("bad migraines"), asthenia ("little or no energy"), back pain ("lower back pain"), abdominal pain upper ("sharp pains in her stomach that is unbearable"), abnormal weight gain ("unexplained excessive weight gain/ weight gain"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, migraine, asthenia, back pain, abdominal pain upper, abnormal weight gain, dyspareunia, fatigue and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, asthenia and back pain with essure. The reporter considered abnormal weight gain, dyspareunia, fatigue, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s).') And pelvic pain ('severe pelvic pain') in a 44-year-old female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included ovarian cyst, adenomyosis, nausea, vomiting, body mass index normal, hyperlipidemia, vitamin d deficiency, reactive depression and gerd. Concomitant products included nsaids and paracetamol (acetaminophen). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("bad migraines"), asthenia ("little or no energy"), back pain ("lower back pain"), abdominal pain upper ("sharp pains in her stomach that is unbearable"), abnormal weight gain ("unexplained excessive weight gain/ weight gain"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with omeprazole, sertraline hydrochloride (zoloft), vitamin d nos (vitamin d) and surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, migraine, asthenia, back pain, abdominal pain upper, abnormal weight gain, dyspareunia, fatigue, menstrual disorder, heavy menstrual bleeding, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter provided no causality assessment for abdominal pain upper, asthenia and back pain with essure. The reporter considered abnormal weight gain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: successfully occluded; on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received. Reporter and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s).') And pelvic pain ('severe pelvic pain') in a 44-year-old female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, nausea, vomiting, body mass index normal, hyperlipidemia, vitamin d deficiency, reactive depression and gerd. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On in 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("bad migraines"), asthenia ("little or no energy"), back pain ("lower back pain"), abdominal pain upper ("sharp pains in her stomach that is unbearable"), abnormal weight gain ("unexplained excessive weight gain/ weight gain"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with omeprazole, sertraline hydrochloride (zoloft), vitamin d nos (vitamin d) and surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, migraine, asthenia, back pain, abdominal pain upper, abnormal weight gain, dyspareunia, fatigue, menstrual disorder, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter provided no causality assessment for abdominal pain upper, asthenia and back pain with essure. The reporter considered abnormal weight gain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: successfully occluded; on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome updated for pelvic pain & vaginal bleeding. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("bad migraines"), asthenia ("little or no energy"), back pain ("lower back pain"), abdominal pain upper ("sharp pains in her stomach that is unbearable"), abnormal weight gain ("unexplained excessive weight gain/ weight gain"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy). At the time of the report, the pelvic pain, migraine, asthenia, back pain, abdominal pain upper, abnormal weight gain, dyspareunia, fatigue and menstrual disorder outcome was unknown. The reporter considered abnormal weight gain, dyspareunia, fatigue, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain upper, asthenia and back pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded. Most recent follow-up information incorporated above includes: on 30-aug-2017: f/u summons received-case category changed to potential legal. Events dyspareunia, fatigue, menstruation issues, severe pelvic pain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.